Event description:
It was reported in the journal of endourology that a male who was diagnosed with superficial low-grade transitional cell carcinoma (ta) in 2005, during an evaluation for microscopic hematuria. In 2006, approximately 15 mins following subsequent flexible cystoscopy with equipment sterilized with opa, he complained of generalized pruritus, was given 25 mg of oral diphenhydramine, and placed in a hospital gurney in the outpatient recovery room. Shortly after he experienced a syncopal episode while sitting on the edge of his gurney, fell to his side, and stuck his head creating a laceration above his right eyebrow. A "code blue" was called in the urology clinic after the nurse at the bedside could not palpate a pulse. He was immediately resuscitated using current acls protocol. The doctors reviewed the clinical presentation of this case of anaphylaxis following flexible cytoscopy with instruments sterilized with opa. They further described their subsequent evaluation by an allergy and immunology specialist who performed skin testing to confirm a suspected opa allergy. The pt was skin test positive to opa antigen. As a result, sterilization techniques for their flexible endoscopes have been altered. To date, no further anaphylactic reactions have occurred in their bladder cancer pts, including this case presented herein following subsequent cytoscopic evaluations.

Manufacturer narrative:
Skin contact.